Event description:
It is reported that the tm tibia was implanted and has become loose. A revision surgery is pending.

Manufacturer narrative:
Evaluation summary: review of the primary operative notes does not indicate root cause. Review of postoperative radiographs dated (B)(6) 2014 does not indicate root cause. A small radiolucent gap is noted on the medial aspect between the tibial baseplate and proximal tibial plateau. Review of postoperative radiographs dated (B)(6) 2014 indicates small radiolucent gaps on the lateral and medial sides between the tibial baseplate and proximal tibial plateau. Review of the postoperative radiographs dated (B)(6) 2014 indicates radiolucent gaps on the lateral and medial sides between the tibial baseplate and the proximal tibial plateau. The medial/lateral view suggests a radiolucent gap between the anterior tibial baseplate and proximal tibial plateau. Compatibility could not be verified as only the tibial part and lot numbers were provided. The tibial package insert indicates loosening of the prosthetic knee components as an adverse effect. This is therefore a known inherent risk of the procedure. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could riot verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records for the related part and lot device history records for the related part and lot were reviewed and found to be conforming. Two additional radiographs were received but the date of the radiograph is unknown. The package insert states "loosening of the prosthetic knee components" as an adverse effect. This is therefore a known inherent risk of the procedure. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action.

Manufacturer narrative:
Updated information was received stating the patient has been revised. These devices are used for treatment. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient was revised due to loosening.

Manufacturer narrative:
Review of the revision operative notes from (B)(6) 2015 confirmed that the patient was revised due to tibial loosening. In the revision notes, it was indicated that the tibial component was loose, and it was noted that, ¿absolutely no ingrowth was identified on the undersurface of the trabecular metal modular persona component.¿ although the other components were removed during the revision surgery, the revision operative notes state that the femoral and patellar components were well fixed. The information provided does not change the root cause of this investigation.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00111314001, palacos rg 1x40 single lot 77624368; 00111314001, palacos rg 1x40 single lot 77624368; 42500607002, femur cemented posterior stabilized (ps) standard right size 11 lot # 62499091 42522401010 articular surface fixed bearing posterior stabilized (ps) right 10 mm height lot # 62538345; 42540200035, all-poly patella cemented 35 mm diameter lot # 62460910. Review of x-ray by radiologist indicates that multiple radiographs of the right knee are examined. Right total knee arthroplasty components are present. Thin radiolucencies are present at tibial metal bone interfaces which become less conspicuous over time. Heterotopic bone formation is present at the margins of the tibial tray (which may give a false impression of subsidence). Thin radiolucencies at the tibial component bone interface are nonspecific and do not progress over time. No definite radiographic evidence of progressive implant loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned tibial component identified the pegs had been cut off. Some foreign material was noted posteriorly in the tm. Measurements of the ap and ml dimensions were conforming to print specifications. The articular surface and femoral component were also returned. The updated information does not change the previous investigation conclusions. The root cause is related to the design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.